Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had off no power. The customer's blood glucose level was 145 mg/dl at the time of incident. The customer also reported that the insulin pump did not received low battery alert prior to the off no power alert. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump need to be replaced and revert to back up plan. The replacement insulin pump will be sent to the customer. Insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the stop current, run current test, off no power test, self-test, unexpected restart error test and displacement test. No unexpected off no power alarm noted.